Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17113. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited failure to capture and far r-wave oversensing, then exhibited failure to sense p waves. Fluoroscopy was performed and revealed right atrial lead dislodgement, as well as the pacemaker turned upside down and moved, and the patient was deemed to have twiddler's syndrome. The physician explanted and replaced the right atrial lead and repositioned the pacemaker on (B)(6) 2019. The patient was in stable condition.